Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported cardiac perforation may have been procedure related.

Event description:
On (B)(6) 2020, a 20mm left atrial appendage (laa) occluder was successfully implanted. Post-procedure after leaving the procedure room, the patient became unstable and a pericardial effusion was diagnosed via tte. A pericardiocentesis was performed and the patient stabilized. However, a couple hours later, the patient became unstable once again, prompting transfer to another hospital. At the second hospital, the cardiac surgeon performed a sternotomy to expose the left atrial appendage and suture a small hole in the laa bottom. The patient has remained in stable condition. There were no performance issues with any abbott device.